Event description:
It was reported the patient was prepped according to procedure to use the navx system to support an atrial fibrillation ablation procedure. A navx geometry was created with the ablation catheter (biosense webster thermocool f-curve) and the circular mapping catheter (sjm-optima). The case was progressing until 0.5 hours after making the map during rf lesions on the posterior wall. The patient had low blood pressure and it was discovered that the patient experienced pericardial tamponade. Pericardiocentesis was performed but drainage continued. The patient was taken to the o.r. And the cv surgeon determined there was a single puncture hole in the apex of the left atrial appendage (laa). The appendage required 1 stitch to close. The patient went on to have the remainder of the af ablation performed using the epicor system epicardially. The patient has fully recovered. The sjm representative was informed by a physician at the hospital that the physician involved in the event felt "navx map led him astray and contributed to the complication". The sjm rep met with two drs cv-surgeon, cv tech's and nurses on 2/27/2008. After reviewing the cardio lab file, no ablations were done in the laa. At the end of discussions, the physician felt this complication may have been a series of events, not necessarily limited to the map. The sjm optima catheter was not suspected to have caused the perforation.

Manufacturer narrative:
A dvd copy of the case was returned to st jude medical for review. The only recorded segments of the procedure found on the dvd are limited to auto segments which record when a surface is edited or at the end of a study. For that reason, we are not able to determine what the specific geometry appearance was at the time of the incidence. Based on the images of the geometry surfaces that we were able to review, st jude medical found it difficult to determine if the geometry was misleading to the physician during navigation of his catheter. The system currently provides no tactile sense of pressure exerted on a particular catheter at any given location, so the physician's sense of catheter manipulation is still a vital part of any ensite navx procedure.